Manufacturer narrative:
Device passed the displacement test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. All buttons function properly. No damage noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. Device passed the keypad voltage test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No failed battery test alerts noted when inserting a new battery or during testing. The following were noted during visual inspection: cracked keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were less responsive. Customer stated that the insulin pump had no delivery alarm. Customer stated that the insulin pump rejected battery. Customer stated that the reservoir plastic was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.